Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used to treat a malignant stricture during an esophageal stenting procedure on (B)(6) 2010. According to the complainant, the physician had successfully positioned the stent within the esophagus and had begun deploying it. After approximately one inch of stent deployment, the deployment suture got "stuck" and could not be pulled to complete deployment. The deployment suture was not caught or stuck on anything. The physician was able to remove this device and use a boston scientific wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - device partially deployed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.